Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "undulations, discomfort and pain", "capsular contracture, presenting with pain, breast hardening, rippling, and asymmetry" and "implant with lobulated contours" diagnosed via ultrasound and CT. Healthcare professional later reported capsular contracture, baker grade iii. Patient was prescribed with montelukast. This record is for the left side. The device remains implanted.